Event description:
It was reported that the cot leans to the left when lowering the cot due to bent legs. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent legs on the x-frame.